Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to correct the reported issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).

Event description:
The customer reported an error indicating a malfunction which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.